Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that a large volume infusor failed to fully infuse. This occurred during infusion of benzylpenicillin on a patient. The nurse examined the line and reported that there was a kink in the tubing under the dressing. It is unknown if there was patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.